Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The high voltage cable was replaced and the generator calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a ma on in error message at boot up. No pt injury was reported.